Event description:
It was reported that the compressor did not start. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During the course of investigation into this foreign complaint it has been established that maquet critical ab is not the manufacturer of the device in this report thus it was received in error. The initial information stated an air compressor and therefore it was submitted under our brand name as a compressor mini. This is incorrect. The true name is m-air and is manufactured by maquet (suzhou) co., ltd. The manufacturer has been contacted and has been provided with all the available information. The manufacturer has also informed us that the device is not available on the us market. Further investigation into this complaint has therefore been terminated.